Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device was provided for an examination and root cause analysis in our service laboratory in melsungen. 1. Results: 1.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact. 1.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 1.3 the history files were read out and analyzed. A device alarm 2018 could be found in the last therapy. No other malfunction, error or anomalies could be found. 1.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 1.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,28%. 1.6 it was not possible to reconstruct the device alarm 2018. 1.7 to investigate the inside of the device, the device was completely disassembled. No visual damage due to impacts were found. 2. Judgment: 2.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "over infusion." According to customer: "infusomat delivers double of the volume."